Event description:
Philips received a complaint from the customer regarding a v60 device indicating a low leak co2 rebreathing risk alarm. It was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and was able to confirm the reported issue. During testing, the device generated a low leak co2 rebreathing risk alarm on the screen. No patient harm was reported. The biomed team duplicated the alarm condition using a 0.25 test adapter. Inspection of the exhalation port revealed no obstructions. However, the air inlet filter was observed to be fairly dirty upon inspection. The customer requested troubleshooting guidance to correct the issue. The customer was advised that replacement of either the flow sensor assembly or the gas delivery system (gds) assembly would be required to resolve the issue. This investigation is ongoing.

Manufacturer narrative:
The customer was advised that replacement of either the flow sensor assembly or the gas delivery system (gds) assembly would be required to resolve the issue. Per a good faith effort (gfe) response received 13feb2026, it was confirmed that the device was "gotten rid of." Attempts were made to obtain additional information; however, no further details were available. The investigation concludes that no further action is required at this time. Should additional information become available, the complaint file will be reopened.